Event description:
Event was reported to (B)(4) by an attorney. The pt experienced chronic pelvic and vaginal pain as well as vaginal bleeding, frequent urinary track infections, blood in urine, difficulty sleeping, abnormal constipation, painful urination, and psychological and emotional suffering. No further info has been provided.